Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shocking impedance, as well as a high out of range shocking impedance for this patient's right ventricular (rv) lead. A non-invasive programmed stimulation (nips) procedure was done successfully, and the lead remains implanted and experiencing normal values. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Additional information was received stating this system exhibited noise and pacing impedance measurements greater than 2000 ohms on the rv channel. A revision procedure was performed and the lead was removed from service and replaced. The associated device was also replaced during this procedure due to normal battery depletion. The root cause of the reported clinical observations was not confirmed. No additional adverse patient effects were reported. The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.